Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2017 with the following findings: review of the black box data revealed call 076-000 errors recorded for ¿motor timeout error ¿ rewind.¿ on investigation, the piston rod was noted to be broken off causing the lead screw to turn freely without stopping which initiated the 076-motor error. Investigation duplicated the complaint.